Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.026" offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. Additional observation(s) not reported by the site: the instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and able to retain the clip through engagement but could not apply the clip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and the jaws would not close. No fragment fell inside the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle with a medium-large clip. The issue was related to an unsuccessful clip application. The clip did not stay in place. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction manual. The issue occurred on the 1st clip application. The issue was resolved with a backup instrument of the same kind.